Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms such as: peep low and airway pressure high. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms indicated leakage or disconnection of the patient circuit. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for disconnect/leakage situation in the patient circuit were generated but how it occurred has not been determined.

Event description:
It was reported that the ventilator generated an alarm of low peep (positive end expiratory pressure) and airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).